Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. Approximately six weeks prior to surgery, the patient was incontinent and began leaking again despite having an aus implanted. A new artificial urinary sphincter was implanted. The patient was expected to fully recover.